Event description:
This pt had a PICC inserted at a hosp where he was diagnosed with a pulmonary infection. He came to the ambulatory infusion center at this hosp for antibiotic therapy in 2006. After receiving the antibiotic, he had left this hosp and was at a restaurant, when he noticed the dressing was saturated with blood. He returned to the infusion center, nurse examined the site and attached a syringe, when she pulled back on the syringe, a large clot was noted and she contacted the IV nurse. The pt was taken to interventional radiology, where ultrasound showed no extravascular exterior of the catheter end, which had become dislodged. Retrieval of the catheter was done in interventional radiology and pt was discharged later that same day. The pt has been coming to this hospital's infusion center daily since then to continue IV antibiotics for his pulmonary infection.